Event description:
It was reported that during an unknown procedure when the auto mode is activated in bipolar function, the generator continues to operate even when the forceps tips are released and not in contact with each other. Furthermore the generator needs to be upgraded to 1.3 software because we couldn't do it with the usb.

Manufacturer narrative:
(B)(4). Date sent 9/9/2025. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. Investigation summary. Per service manual operational and diagnostic analysis did not confirm the reported continuous activation. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and created by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.